Event description:
The customer reported via phone call that the insulin pump kept alarming failed battery test. The customer was awaken by the insulin pump beeping failed battery test. The insulin pump's battery cap fell under her porch and was unable to get to it. Customer's blood glucose level was 400 mg/dl. She treated her high blood glucose level with a manual injection. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.